Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous lead dislodged after a recent implant. High pacing thresholds were also noted. Surgical intervention was performed to reposition the lead. No adverse patient effects were reported.